Event description:
The valve was explanted due to mild aortic stenosis of the valve. A vascular graft and aortic arch reconstruction was performed at this time also. A 23ahps-605 was implanted at this time.